Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular channel due to programmed settings. The signals were falling on the blanking period, no changes were performed. This device remains in service. No further adverse patient effects were reported.